Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 191 mg/dl. Customer stated that the buttons were not working on the pump. Customer stated that she was checking her blood glucose and she was trying to give herself a bolus. Customer reported that she set her pump next to the sink and left it. Customer stated that it might have gotten wet and she is unsure since her pump was not wet when she picked it up.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.